Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had her insulin pump on when she was pushed into a pool. The insulin pump got wet and it was not working. The numbers were scrolling on their own. Her blood glucose level was 144 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No moisture damage found inside the insulin pump. However, the insulin pump was received with corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked belt clip slot.